Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary angiography and percutaneous coronary intervention (pci) procedure of the left main and left anterior descending artery (lm-lad) one 3.0 x 15mm resolute onyx coronary drug-eluting stent (des) was deployed and dislodged at the lesion. There was 60% stenosis in the ostial left circumflex artery (lcx), 70% stenosis in the distal lad, 80% stenosis in the proximal to mid lad, 95% stenosis in the ostial lcx. It was noted that the vessel was calcified. The lesion being treated with the 3.0 x 15mm resolute onyx des was located in the ostium of the left main (lm) coronary artery. The lad lesion was pre-dilated with a 2.5 x 15mm at 8-14 atm. One 2.5 x 22mm resolute onyx des was deployed in the mid lad at 12 atm. A second 2.75 x 26mm resolute onyx des was deployed in the lm-lad at 12 atm. The third 3.0 x 15mm resolute onyx coronary was deployed to the ostial lm but during the procedure the stent dislodged from the balloon. A 1.0 x 5 mm balloon was passed through the distal part of the stent and dilated at 14 atm. One 1.5 x 12mm balloon and one 2.0 x 12mm were used to dilate the stent at 14-16 atm. One 3.0 x 12mm non compliant balloon dilated the stent at 14-18 atm. The final angiogram showed timi iii flow with loss of flow in the 2nd diagonal artery. Further post dilation was performed to the proximal stent with the 3.0 x 12mm non compliant balloon at 14-16 atm. The final angiogram showed timi iii flow with no residual. The pci to the lm-lad was noted to be successful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later reported that the stent dislodged before reaching the lesion and then it was decided to deploy the stent in a non-lesional area. The other two resolute onyx stents 2.5x22mm and 2.75x26mm were implanted with no issues noted. Annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.